Event description:
After the post-dilatation of two carotid stents, the blood flow stopped in the vessel. Therefore, the physician suctioned the debris by a suction catheter (eliminate). The patient became symptomatic, so the physician anticoagulated the patient after the post-dilatation, but the patient developed a stroke. The patient is a male. The target lesion was internal carotid artery (no further detail is provided). There is no information about the target characteristics. They approached the lesion from the femoral artery. The angioguard was delivered to the distal of the target. Pre-dilatation was carried out with an amiia (cat/lot unknown) balloon. The physician then deployed two precise stents at the lesion. Post-dilatation was carried out with another amiia (cat/lot unk) balloon. After the post-dilatation, blood flow stopped. Therefore, the physician suctioned the debris from the filter basket by using a suction catheter (eliminate). There is no information as to what medications were given for anticoagulation. There is no information regarding the residual effects of the stroke. Also, there is no information regarding the patient's medical history other than he has symptoms of stroke. The physician does not believe that any of the cordis products caused the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of three cordis products involved with this event which is associated with mfg. Report# 9616099-2008-00820, 9616099-2008-00821, and 1016427-2008-00095.